Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10 returned to manufacturer on: 2020-09-08. H.2 device return to manuf .?: yes. H.2 device eval by manufacturer?: yes. H.6. Method codes: 10. H.6. Result codes: 213. H.6. Conclusion codes: 67. H.6. Investigation summary: a review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. 2 defect samples were returned. No defect was observed by visual observation. Unable to perform a DHR review for needle hub separates due to unknown lot number. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos of samples received root cause description: investigation was performed based on the photos of samples provided. One photo of two (2) 0.3ml bd insulin syringes was provided. Customer reported hub separates. The photo was reviewed, and no evidence of manufacturing defect could be determined from the photo. Since no defects were observed, the alleged issue could not be confirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the hub separated from device prior to use with 2 bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: the customer reported hub separation. No information on whether the shield was tight to remove or not was provided.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check for needle hub separates due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle hub separates due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the hub separated from device prior to use with 2 bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported hub separation. No information on whether the shield was tight to remove or not was provided.